Event description:
The pt reported that the screen was not working on pump. The pump's occlusion alarm went off and screen went blank and remained blank despite button presses. The backlight button was the only responsive button. The reporter denies damage keypad or exposure to water. Buttons spring back as usual when pressed.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.